Manufacturer narrative:
(B)(4). The customer complaint has been confirmed. The analysis site replaced the main pcb to correct the customer complaint. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastrectomy procedure, harmonic machine shows foot switch error and changed the foot switch showing hand piece error changed, the hand piece still showing instrument error new disposable device taken, but machine is not working. Not indicated how case completed. There were no adverse consequences to the pt. One device will be returned.